Event description:
It was reported that on (B)(6) 2013, it was noted that the device was not moving the disposable and that the cpc coupler was broken. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the coupler was found to be broken. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.